Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 failed to open despite no application errors. The field service engineer (fse) powered down the unit, removed and reseated the latch inseparable, ensured the magnet was properly seated, and confirmed solenoid cabling was not disturbed. The latch sensor and housing group were verified as secure. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 reports open but the drawer would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.